Event description:
After a 50 minute patient transport, the crew was switching the autovent from the on-board truck o2 supply to a portable tank for arrival at the hospital. Crew shut off on-board o2 and then hooked autovent to 50psi port on small tank. When tank handle was turned on, autovent exploded. It sent the tidal volume knob flying through the air, cracked the basing and broke the high pressure hose off patient current and inverted the diaphram.